Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. During the investigation the pump was found to have fluid ingress. Fluid entering the pump had damaged the pcb, and the pump was unable to turn on. Mmdg was unable to complete any testing because of this and could not verify if the complaint had occurred as reported or not.

Event description:
The initial reporter stated that the pump did not alarm "no flow" when it should have. The initial reporter also stated that this had occurred during testing, and had not affected a patient. (B)(4).